Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/06/2017 with the following findings: during investigation, the pump was powered on to the verify screen with a clear vibratory alarm. The pump cover was opened and no moisture or damage was observed on the vibration motor. The original complaint of absent vibration could not be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad to the case seal.